Manufacturer narrative:
Manufacturer dates for all devices: unknown.

Event description:
Indication for procedure: acute occlusion. Procedure: during a conversation with the physician, a spnc representative learned of a lead extraction-related death that reportedly occurred in 2009. Details of the case were very vague other than the spnc excimer laser and a sls were utilized. The physician stated to the representative that "it was a very difficult case, involving a sick patient" and did not feel the "spnc laser had anything to do with the patient's death". Device analysis: devices were disposed of by the hospital staff during the code. There were no recorded model or serial numbers, and in turn a lhr review was unable to be performed. Patient outcome: the patient reportedly expired.